Event description:
As reported by end user hospital using a navilyst medical convenience kit: while attempting to aspirate through the syringe attached to the manifold during a left heart catheterization, they drew in air. Air was injected into the right coronary artery, but there were "no negative pt outcomes." The manifold was replaced and the procedure was completed.

Manufacturer narrative:
A used sample has been returned to navilyst medical, however the device eval is still in process. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).